Event description:
This information was from (B)(6). It was reported that a xience v stent was deployed during the index procedure on (B)(6) 2012. On (B)(6) 2014, due to restenosis of the artery, the patient underwent coronary artery bypass graft (CABG) of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the device is not returning. The lot history record review and similar incident query for this product were not performed because the lot number was not reported and the product was not returned for analysis. Stenosis and emergent or non-emergent coronary artery bypass graft surgery are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.